Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow-up. Intermittent lead noise was observed. The lead was explanted and replaced. Upon explant, externalized conductors were observed above the right ventricular coil. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.